Event description:
Customer reported occurrence of alarm 2 followed by alarm 26, which led to an occlusion event causing an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. To address high blood glucose, customer administered a correction injection via mdi and resolved the issue by changing the infusion set and cartridge before resuming insulin with no need for additional assistance. There was no reported ongoing problem with occlusion issues, and cts proceeded to close the case.